Event description:
It was reported that a patient underwent an unknown spinal procedure, "while trying to shear off the reduction break off-screws, the tip of both drivers broke off into the screw head. The broken fragments were removed via suction and/or forceps. The procedure was able to be completed." No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.